Event description:
On (B)(6) 2012, a vns implanting surgeon reported that during the vns patient's revision surgery on (B)(6) 2011 due to high impedance, reported on manufacturer report number 1644487-2012-00212, the surgeon notice that the neck area was inflamed and appeared to be infected so he did not replace the lead at that time. The surgeon later reported that during surgery on (B)(6) 2011 was the first time the inflammation/infection was observed. Interventions were taken, but they were not specified by the surgeon. The surgeon stated that the inflammation/infection were due to the patient's lymphoma. No patient manipulation or trauma occurred that is believed to have caused or contributed to the infection/inflammation. The inflammation/infection was noted to be generalized. A culture was taken and was negative for an infection. Additional information regarding the lymphoma has been requested from the neurologist but no further information has been received to date. Attempts for the patient's implanted product information from the hospital have been made but no information has been received.

Manufacturer narrative:
.